Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing which may have resulted in false arrhythmia episode recording. It was also noted that the patient was experiencing chest pain. The ra lead remains in use. It was also reported that the left ventricular (lv) lead was repositioned three months after it was implanted for an unspecified reason. The lv lead remains in use. No patient complications have been reported as a result of this event.